Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The device was reprogrammed to rv only pacing and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.